Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be depleting rapidly and there was damage to the pump's usb port that reportedly impacted the pump's ability to charge. The customer's blood glucose (bg) was 290 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Multiple contact attempts were made by tandem technical support to obtain further information regarding the battery depletion and usb port issue; however, no additional information could be obtained.